Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the display was dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the display issue, the keypad was found to be torn near the down arrow key. The up arrow and down arrow buttons were unresponsive; the ok and contrast buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Also unrelated to the display issue, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).